Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.

Event description:
An eye care professional reported that an unspecified patient experienced a corneal ulcer which required unspecified treatment associated with wear of night & day contact lens and use of amo complete moisture plus lens care solution. Several requests have been made for additional information, however, no further information has been provided.